Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep reports that during an arthroscopic shoulder repair, the dam portion of the cannula tore away and fell into the joint space. The surgeon did not immediately notice this, and completed the anchor/suture tie down; when this was completed, the surgeon noticed the dam missing from the cannula. At this point, the surgeon cut the anchor sutures, found and retrieved the dam from the body. The surgeon used additional anchors to complete the fixation. The procedure was concluded successfully without further issue or harm to the pt.